Event description:
On (B)(6) 2011, patient reported both up and down buttons on his infusion device do not work properly. Patient stated the issue first occurred while attempting to deliver a bolus and has been getting worse within the past week. Patient reported the buttons pop back up after being pressed. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.